Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported event was unable to be confirmed, but was likely due to procedural factors (device caught on pre-existing stent) causing the valve to embolize. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood.

Event description:
As reported by a field clinical specialist, a 26 mm sapien 3 ultra valve was implanted in the aortic position via transfemoral approach. The physician wired and protected the rca due to low height prior to valve deployment. Post deployment as the physician removed the undeployed stent and wire in the right coronary, the wire was caught and hooked the valve. As the physician pulled harder then the valve started to move and was pulled out of the annulus. The valve was pulled up to the start of the patient's arch where it was deployed. A second 26 mm sapien 3 ultra valve system was prepped and placed via transfemoral approach into the annulus successfully. The patient was in stable condition post procedure.